Manufacturer narrative:
The reported field event of loss of capture could not be confirmed in the lab. However, temporary loss of capture, consistent with the reported filed event, is a known potential effect of electrosurgery on patients with implanted icds. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and no anomalies were found.

Event description:
New information notes that the patient condition after the procedure was stable. Later patient complained of back pain due to sepsis not procedure, caused or related to the device or leads, and patient expired on (B)(6) 2019 due to the sepsis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that on (B)(6) 2019, the device was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an ablation procedure. During the procedure, the implantable cardioverter-defibrillator exhibited loss of capture and no pacing. Additionally, oversensing was noted which also caused pacing inhibition. Programming changes were made. The patient was stable.